Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5 x 12 tenku rx device referenced is being filed under a separate medwatch report. The tenku is not commercially available for sale in the u.s; however, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that this was a coronary procedure was to treat a moderately tortuous, moderately calcified, eccentric, restenosis lesion in the left anterior descending artery with 99% stenosis. The 2.0 x 12 mm tenku balloon catheter crossed the lesion and was inflated to 12 atmospheres (atms) for 30 seconds, but it ruptured during the third inflation. The 2.0 x 12mm tenku was removed and replaced with the 2.5x12 mm tenku. The 2.5x12 mm tenku reached the lesion and was inflated to 12 atms for 20 seconds, but the balloon ruptured with the first inflation. An unspecified balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that the tenku coronary dilatation catheter (cdc), (B)(4). Instructions for use, states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information received:there was resistance met with the lesion during advancement of both tenku catheters. No additional information was provided.